Event description:
The physician reports that a li61aor lens was explanted from patient's left eye due to the lens becoming dislocated. The surgeon explanted the lens and replaced it with another li61aor with same power. According to the information received, the patient is doing well. Additional information has been requested, but has not been received.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens has been returned to b+l and is currently under evaluation. Results will be submitted to the FDA in a supplemental report.